Manufacturer narrative:
H4: the lot was manufactured from september 13, 2018 - september 15, 2018. H10: the device was received containing 28 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown month of 2020. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during patient infusion. The device had been filled with benzylpenicillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.